Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not downloaded. To further investigate, a functional test was performed. Customer problem was duplicated. The moment the device was powered up, it started double beeping. It was determined to be caused by the downstream sensor. The downstream sensor will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited "double beep no cassette". No patient injury reported.